Event description:
The hearing aide (h/a) user reported pain in their ear. The user consulted doctor who prescribed medication for an infection. The dispenser sent the aid in to remake the shell with hypo-allergenic material. The hearing aid has been remade and has caused no further problems.